Event description:
A customer reported a cgm error 42, related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer followed instructions provided by technical support to reset the pump, after which the error code did not reappear, allowing the customer to successfully begin a new sensor session.